Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had error code b30/e30. There were no reports of patient involvement.